Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their pump was under-delivering and they were experience high blood glucose. The customer's blood-glucose at the time of the event was 600 mg/dl. The customer was not in auto-mode. The customer declined troubleshooting after their basal rates were verified. The insulin pump is not returning for analysis.